Event description:
The device was used during an unknown procedure. It was reported the surgeon loaded the first clip which fell out of the jaws. Subsequent loadings resulted in poorly formed clips that fell out of the jaws. The instrument was not introduced into the body, a second device was used to complete the case. There was no consequence to the pt.